Event description:
Consumer reported complaint for high blood glucose test results. Customer also stated that the meter was missing about 5 results from the meter memory. The customer is concerned with test results from results obtained of 150, 186 and 152 mg/dl. The customer¿s expected am fasting blood glucose test result is lower than 90 mg/dl. The customer feels well and did not report any symptoms. Customer stated she went to the hospital after a routine checkup at her doctor's office. Customer stated the doctor sent her to the hospital due to the results in the meter. The diagnosis was high blood glucose. Customer is currently in the hospital and being treated with insulin. Customer stated the meter is testing higher than the meter in the hospital; actual meter to meter comparison results were not provided). Customer stated she will be sent home with insulin. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 01/17/2025 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 150 mg/dl date: 9/22/23. Time: 12:44pm fasting. Result 2: 76 mg/dl date: 9/20/23. Time: 9:52am non-fasting. Result 3: 186 mg/dl date: 9/15/23. Time: 8:45am non-fasting. Result 4: 85 mg/dl date: 9/7/23. Time: 7:10am (customer do not recall if fasting or non fasting). Result 5: 152 mg/dl date: 9/6/23. Time: 9:33am (customer did not recall if fasting or non fasting).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.